Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They reported that they briefly met with the patient and they were was asking for help reprogramming while they were there for another appointment. Per their advisement, the rep was informed this was one of their difficult patients and to not give my direct phone number, as they wanted to make sure communication came via the doctor's office. During their meeting, they established that the patient had recently taken a few falls, and was not feeling stimulation in the same location as before. They described it as feeling/stimulating it in their leg and want to see if different programs would work. The doctor was also thinking of ordering scans to confirm lead placement hadn't moved. Once getting everything connected we confirmed their stimulator was actually turned off. We were able to get it turned on to a comfortable level before they left.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the manufacturer representative (rep) was resetting the patient's [device] in the doctor's office on (B)(6) 2023 so it would work right without electrocuting them. Patient was getting electrocuted after they had a bad fall and landed on their side with the stimulator the first part of (B)(6) 2022. They had turned their stimulation off before seeing the rep. The rep and them were close to be finished at their appointment, but they weren't done yet when someone knocked on the door. The rep was going to give the patient their card. The doctor's office was closing and rushed the rep and patient and the rep forgot to give them their information. Patient needed to get a hold of rep to finish tweaking their machine. They had an x-ray which showed their system was ok. Patient services notified field staff of situation or request.